Event description:
Information received in a lawsuit alleges that the patient 'experienced an abnormal heart rhythm which led him to believe that his ICD should have delivered a a therapeutic shock to his heart, but the shock was never delivered'. The lawsuit further alleges that 'an interrogation of his ICD's data historian revealed that the....lead had failed'. The lead was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received.this event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.